Manufacturer narrative:
For c503 analyzer serial number (B)(6): the hardware performance check results suggest issues with cell rinse functionality. The customer submitted 6 patient samples for investigation. The investigation tested the samples to determine if there was any effect using the pre-dilution application. There was no change in the recovery of patient samples between the standard alp application and the pre-dilution application. The high alkaline phosphatase (alp) results were likely due to a high leukocyte concentration leading to an accumulation of cells close to the plasma surface. In samples with hyper-leukocytosis, the sample surface may show higher alp activity due to the presence of leukocytes, debris, and platelets. The investigation did not identify a product problem.

Event description:
There was an allegation of discrepant results for 2 patient samples tested for alkaline phosphatase acc. To ifcc gen.2 (alp2) on a cobas c 503 analytical unit. Patient 1 initial result was 217 u/l. The sample was repeated twice with results of 165 u/l and 97.4 u/l. On (B)(6) 2024 patient 2 initial result was 507 u/l. The sample was repeated twice with results of 268 u/l and 134 u/l.

Manufacturer narrative:
The c503 analyzer serial number was (B)(6). For patient 1: no issues were observed on the reaction monitor data. Repeatability testing was performed and the results were within specification. The investigation is ongoing.

Manufacturer narrative:
Discrepant alp2 results were provided for an additional 8 patient samples tested on 2 of the customer's c503 analyzers. The following samples were run on serial number (B)(6). On 01-jun-2024 sample number (B)(6) initial result was 206 u/l. The sample was repeated twice with results of 146 u/l and 133 u/l. On 19-jun-2024 sample number (B)(6) initial result was 231 u/l. The sample was repeated twice with results of 134 u/l and 113 u/l. On 20-jun-2024 sample number (B)(6) initial result was 219 u/l. The sample was repeated twice with results of 129 u/l and 116 u/l. On 03-jul-2024 sample number (B)(6) initial result was 774 u/l. The sample was repeated twice with results of 189 u/l and 86 u/l. On 13-jul-2024 sample number (B)(6) initial result was 231 u/l. The sample was repeated twice with results of 141 u/l and 137 u/l. On 15-jul-2024 sample number (B)(6) initial result was 244 u/l. The sample was repeated twice with results of 190 u/l and 143 u/l. The following samples were run on serial number 22k0-07. On 04-jun-2024 sample number (B)(6) initial result was 313 u/l. The sample was repeated twice with results of 102 u/l and 104 u/l. On 28-jun-2024 sample number (B)(6) initial result was 642 u/l. The sample was repeated twice with results of 402 u/l and 226 u/l.